Manufacturer narrative:
Investigation outcome: it was reported that when the device was powered on, the driver board emitted smoke through the battery ports. No patient involvement. No harm to user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. Per report, the customer requested a full evaluation and returned the device for evaluation, and driver board replacement is planned. However, there was no response after three attempts for correction information. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.

Event description:
Hamilton medical ag received the following event description: "driver board emitted smoke through the battery ports when powered on. Customer wants full eval." No patient involvement. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).